Manufacturer narrative:
Manufacturing review: a lot history review was conducted and it was determined that a device history record review was not required. Investigation summary: one maxcore biopsy needle was returned for evaluation. During evaluation the cannula fired automatically before the device could be fully primed. An x-ray showed insufficient cannula tang engagement, and upon disassembly it was noted that the left bumper was bent. Therefore, the investigation is confirmed for the identified cannula self-activation, and reported cannula priming issues. However, the investigation is inconclusive for the alleged stylet priming issues as functional testing could not be completed due to the identified failures. The bent left bumper likely contributed to the reported and identified failures. However, the definitive root cause could not be determined based upon the available information. It is unknown whether procedural issues contributed to the reported event. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. (Expiry date: 07/2019). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that prior to an ultrasound-guided kidney biopsy, the device allegedly failed to prime during a dry fire attempt. Reportedly, the top slide of the device was allegedly able to prime sometimes, but the second slide was unable to prime. It was further reported that the procedure was completed with another device and no coaxial was used. There was no reported patient contact.